Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and the buttons were unresponsive. The customer¿s blood glucose was unknown at the time of incident. No significant event leading to button error or keypad anomaly were observed. Troubleshooting was performed stated that the insulin pump button was exposed to a change in altitude. Customer reported that battery change did not resolve the keypad issue. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is not expected to return for analysis.